Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. The failure of this device is attributed to a short at the analog chip. It is believed that electrostatic discharged led to an overload voltage, damaging structures inside the analog integrated chip. This ultimately caused the device to cease functioning. A corrective action has been implemented. This is the final report.